Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for five months and one charging cycle was recorded to the device memory. The memory content of the device was inspected. The analysis revealed an automatic cap reformation followed by the activation of the battery status eos on (B)(6), 2015 at 0:17, confirming the clinical observation. The ICD was successfully re-initialized on (B)(6), 2015. The device data after re-initialization were normal and expected. The device behavior during automatic cap reformation was analyzed. During the analysis, several automatic cap reformations at 37 ¿c were performed. The analysis showed no conspicuities. The charging time was normal and the device worked as expected afterwards. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The device was opened and the battery was sent to the manufacturer for further analysis. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. In a next step the battery was subjected to an electrical and destructive analysis. During the thorough analysis no conspicuities could be found. The electrical parameters were normal and expected and the destructive analysis showed no anomalies, proving the battery within specifications. In summary, the eos detection on (B)(6), 2015 could be confirmed. Despite a thorough analysis no conclusion can be drawn regarding the root cause of the clinical observation. The device worked as expected during the whole analysis. There was no indication of a material or manufacturing problem.

Event description:
This device reported an eos status through home monitoring. The patient was seen in clinic and a device re-initialization was successfully performed. A full device follow-up along with a manual cap reform demonstrated normal device behavior. A memory data readout was taken during the re-initialization process for analysis. There were no adverse events reported for this patient. A decision was made to schedule the patient for a device exchange. (B)(6) 2015- this device was explanted today and replaced